Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte (exhaled tidal volume) could not be duplicated during testing, however, ventec did observe that the device was not ventilating as expected due to an unrelated issue. Ventec replaced the external flow module (efm) to resolve the unrelated issue, and subsequent testing revealed that the device was providing vte levels within specification. Proper device operation was confirmed through functional and performance testing. It is reasonable to conclude that the efm replacement would resolve a vte issue. The investigation determined that the cause of the reported issue was the efm.